Event description:
A report was received that the patient had a lead explanted due to high impedances. The patient's status was good and stimulation was back to normal prior to high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit.

Event description:
A report was received that the patient had a lead explanted due to high impedances. The patient's status was good and stimulation was back to normal prior to high impedances.

Event description:
A report was received that the patient had a lead explanted due to high impedances. The patient's status was good and stimulation was back to normal prior to high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16128845, description: next generation anchor kit-sterile. A pronounced kink was noted at the clik anchor site of the infinion lead, model # sc-2316-70, serial # (B)(4). X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. Eight cables of this lead were verified to be open. There are no exposed cables. This damage is the source of the reported impedance anomaly. The splitter, model # sc-3400-30 serial # (B)(4), revealed no anomalies and passed electrical, mechanical, photographic and visual testing.